Manufacturer narrative:
Other relevant device(s) are: product ID: software 9733808, dicom q/r, version (B)(4). Not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. During commissioning of systems, hospital it provided pacs and navigation network configuration information. Network echo works successfully. Patient mrn can be queried. On trying to retrieve error message "please check connection between remote pacs and navigation system for transferring images" received. No patient.

Manufacturer narrative:
Additional information was received and was edited to reflect that information. Logs were received and evaluated. It was determined that the behavior described was the intended behavior of the software. The software was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
During commissioning of systems, hospital it provided pacs and stealth network configuration information. Network echo works successfully. Patient mrn can be queried. On trying to retrieve error message "please check connection between remote pacs and stealth system for transferring images" received. The problem turned out to be from the pacs side due to an old ip configuration of the navigation system being stuck in the background process cause the request to be diverted and rejected after timeout. After resetting the dicom configurations the issue was solved.